Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 25 during the load process. Reportedly, the customer was not sure if the cartridge was loaded properly. Customer's blood glucose level was not impacted.